Manufacturer narrative:
The complaint about fractured lead was confirmed. As received, one incomplete octrode stim end segment had a kink in the lead body where all the internal wires were broken. The cause for the event remains unknown.

Event description:
It was reported the patient was experiencing ineffective therapy due to high impedances. X-rays indicated the lead was fractured. In turn, surgical intervention was undertaken wherein the lead explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).